Event description:
It was reported that the user intermittently did not receive dexcom g7 continuous glucose monitor (cgm) readings on the ilet for about ten minutes at a time, and the agent identified the issue as bluetooth connectivity related and provided education on entering a blood glucose value on the ilet. User experienced temporary unavailability of cgm readings with no reported effect on blood glucose and no adverse clinical symptoms. Outcomes did not include any alerts or alarms on the ilet and no impact to blood glucose control as reported by the user. User support included interview and education focused on bluetooth communication and manual bg entry procedures. Investigation of this case revealed intermittent signal loss between the cgm and the ilet consistent with a communication link disruption, with no device malfunction or component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user-environment bluetooth interference or pairing sequence effects, addressed through troubleshooting and education.